Event description:
A physician reported that during procedure an ophthalmic console presented with a problem to manage the volume of the anterior chamber during aspiration and that results in losing the anterior chamber in patient's eye. The procedure details and patient harm was not reported. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company service representative, was able to resolve the reported event remotely with the customer. As there was no onsite assessment, the reported events cannot be confirmed. When in contact with the customer remotely, the company service representative, learned that the system has resumed use. There have been no problems, during other cases. And no technical issues with the system have been reported. A system manufacturing device history record (DHR) review was performed, prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The root cause cannot be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).